Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during investigation, no moisture was observed in the battery compartment or under the display lens. The battery compartment was found to be cracked below the grip pad to the case seal. The cartridge compartment was found to be cracked. A leak test was performed and a leak was identified in the battery compartment. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of moisture ingress was unable to be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was reported that the cartridge compartment was cracked/damaged and that moisture was located in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the cartridge compartment.